Event description:
It was reported that the patient presented for one day post operative check. Upon interrogation, the atrial lead exhibited inappropriate capture. Chest x-ray confirmed that the atrial lead had dislodged. The lead was repositioned successfully. After the procedure, the patient did not have any adverse issues and will continue to be monitored.